Event description:
I used a face mask. I just couldn't breathe well. I felt disoriented. My mental faculties were not there. I felt abused. It was traumatizing. It says on the FDA website that surgical masks should only be worn once. Who does that? Seriously. Additionally, it says that masks only prevent larger splatter. As we know, covid spreads through aerosols, not large splatter. So you basically admit that mandating face masks to reduce the spread of covid is absurd. Moreover, as even the cdc admits (mmwr (B)(6) 2021), mask wearing failed to reduce the spread anywhere in the country. Just look at (B)(6). Their numbers are down, despite no mask mandate. Wow, shocker. Company: (B)(6). FDA safety report ID# (B)(4).